Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2015-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
In mid-(B)(6) of 2015, the patient was hit at the pump site with a high speed baseball. After that, the patient had withdrawal symptoms. The patient had flu-like symptoms, sweating, a return of pain, and less than (B)(6) therapy relief. Prior to being hit by the baseball, the patient had no complications. The patient was taken to surgery on (B)(6) 2015. During the procedure, they were unable to aspirate from the catheter. The pump and catheter were replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.